Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. Double stop technique was then performed, and ablation was stopped. It was also noted that under fluoroscopy, the right diaphragm was weak. The case was completed with cryo. It was noted that the patient's pnp did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least twelve applications were performed with catheter 2af284/ 75188 without any iss ue on the date of the event. The console was controlling the pressure and flow as normal and all ablation temperatures were also normal. In conclusion, a clinical issue occurred. There is no indication of relation of adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.